Manufacturer narrative:
(B)(4). The actual complaint product was not returned for evaluation. According to the device history record records, the product was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4). Device not returned.

Event description:
It was reported that the feeding tube split below the gastric port. The tube was in place for approximately one month. The tube was replaced in radiology.